Manufacturer narrative:
The unit was not returned for evaluation. Based on all information, no casual factors can be determined and no conclusion can be drawn.

Event description:
The patient had treatment just above the bilateral and medial knee area three weeks ago. Over time bruising and swelling spread painful enough that the patient states she cannot walk or work therefore went to the emergency department. The patient was given percocet, which was not sufficient for pain control, so she has returned and is now getting morphine.